Event description:
It was reported by service report that the scale was not functional due to the bed not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.